Event description:
Catheter has a micro hole near the junction between the catheter and the ring located at the beginning of the bifurcation.

Manufacturer narrative:
The complaint of an external leak is confirmed. Microscopic examination of the tubing at the distal end of the bifurcation site reveals a partial tear in the tubing. The break site is jagged and irregular with a granular veneer. The break line is perpendicular with the central axis of the tubing; however, the exact mechanism of damage cannot be determined. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process.